Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. However, the device did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the motor would not rotate due to damaged motor components and there was a hole by the muffler. It was noted that the damage on location one of the muffler was caused by the manufacturing fixture. The assignable root cause was determined to be motor component damage caused by misuse and/or abuse. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing of the motor device it was observed that the motor did not rotate and also noted a hole in hose by muffler. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.